Manufacturer narrative:
As reported, the edges of the 3dmax light mesh tore while positioning the mesh in the abdominal cavity. Reportedly, no additional information regarding the event is available. Based on the limited information and not having the sample to evaluate, no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure the edges of the 3dmax light mesh tore while the mesh was being positioned within the abdominal cavity. Note as reported the date of the procedure is not available and there is no other information available for this event.

Manufacturer narrative:
As reported, the edges of the 3dmax light mesh tore while positioning the mesh in the abdominal cavity. Reportedly, no additional information regarding the event is available. Based on the limited information and not having the sample to evaluate, no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this is an addendum to the initial MDR submitted to correct the initial reporter country code. Updated fields: b4, g3, g6, h2, h10, h11. Corrected field: e1 (initial reporter country code). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure the edges of the 3dmax light mesh tore while the mesh was being positioned within the abdominal cavity. Note as reported the date of the procedure is not available and there is no other information available for this event.